Event description:
It was reported to nova biomedical that a consumer rec'd a result of 146 mg/dl on their blood glucose meter. The consumer immediately performed two add'l tests using the same meter and strips getting the following results of 283 mg/dl, 305 mg/dl and 256 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The consumer was educated on these directions for use at the time of call. The difference in the consumer's readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.